Event description:
The opticlik -r- insulin pen should have never been approved by the FDA because of the manner in which it operates. We hear the term "the cup is half empty" or "the cup is half full." Aventis chose that the "cup is still full after you emptied it." You really don't know what the pen injected x units of insulin. A much better way to keep everybody happy is to "set the display for x units" and when you inject have the display read "y I" e.g. 10i, for 10 units injected. -or- it should act as a syringe and read "the number of units left in the syringe." If it wasn't for that piece of stupidity, you would have to go to a dr's office to get trained.